Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue is confirmed through log analysis. After conducting investigation, we have identified in the logs the text sake handshake failed, which is an indication of a sake handshake failure causing the pump to show the ""device not compatible"" message while pairing. Helpline confirmed that the customer issue was resolved during their interaction and no further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue is confirmed through log analysis. After conducting investigation, we have identified in the logs the text sake handshake failed? Which is an indication of a sake handshake failure causing the pump to show the ""device not compatible"" message while pairing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter. It was also reported that the customer reported a loss of communication between the insulin pump and the mobile device. The customer reported blood at sensor insertion site. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a & mmt-6102. Troubleshooting was partially done and the loss of communication issue between the insulin pump and transmitter was resolved. Troubleshooting was also done for the loss of communication issue between the insulin pump and mobile device, but the issue was not resolved. No further patient complications were reported. The product(s) mmt-1884, mmt-7841zn, mmt-7040a will not be returned for analysis & mmt-6102 cannot be returned.